Event description:
Additional information was received from a healthcare provider. It was reported that the drug concentration was changed from 2000mcg/ml to 500mcg/ml. The hcp was assisted with a 15% dose reduction and a bridge bolus.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the patient's dose was being tapered down, and the plan was to replace the pump and the catheter on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6) , ubd: 17-dec-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity. It was reported that the hcp stated that a patient underwent a dye study and found no nuclear tracer marking into the spine. The hcp would like to ween the patient's medication down before doing a pump and catheter replacement. The hcp wanted a recommended dose to ween the patient down to before replacement and if he can program a 24 hour dose on day one and then take the infusion to simple continuous. Technical services educated the hcp that technical services cannot recommend a dose to ween a patient down and that is up to the managing physician. Technical services gave the caller the number to call for medical affairs for further recommendations. On 2025-nov-20, a hcp called back requesting assistance from technical services to lower the patient's dosing by 15%. The hcp was also assisted with programming a single bolus to step down dose.